Event description:
It was reported patient presented during a follow up with far r-wave oversensing on the atrial channel. The device was reprogrammed. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.